Manufacturer narrative:
Investigation of this complaint has found that this is a known and previously reported issue. Split field imrt plans can deliver higher than intended doses, compared to the approved treatment plans before the multi-carriage split. Large imrt fields that must be divided into smaller fields for delivery have been found to deliver higher doses than planned, when the divided fields are recalculated. Investigation has found that the higher than intended doses are more pronounced with a 90 degree collimator position with the mlc leaves in the superior-inferior direction. Dose differences, greater than 10%, were found after re-calculation of these split field imrt plans. Without pre-treatment plan qa, the dose difference could go undetected for an entire course of treatment. Higher than intended total dose to targets and critical structures could lead to increased toxicity and serious injury requiring medical intervention. There has been no serious injury reported associated with this event. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.

Event description:
In the current version, if the user forces a re-calculation after approval and splitting (so as to get the correct dose distribution), eclipse will correctly calculate different mu/gy values for each subfield. So it would seem that it really is just an easy solution. However, this easy solution produces incorrect values and as such, it should be corrected at source - the recommended workflow should not require the user to mark a plan as planning approved before the split is created, so that they must subsequently unapprove the plan, recalculate and re-approve the plan. The customer contends that the approved plan should already be recalculated and hold the correct information - the user should not have to unapprove and recalculate - defies that whole principle of approving a plan. Furthermore, given the implications for the verification plan, the customer is not happy with the workaround provided.